Manufacturer narrative:
As reported, sealant was not coming out from the 6f-7f mynxgrip vascular closure device (vcd). There was no reported patient injury. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The sealant sleeve and the procedural sheath were not returned for investigation. The syringe was attached to the returned device. It was reported that the sealant was not coming out, however the sealant and the advancer tube were observed to be missing on the returned device. The condition of the returned device does not match the description of the reported complaint. It is unknown if the device was manipulated after the procedure. Per functional analysis, without the return of the advancer tube and the sealant, a deployment test could not be performed. Per microscopic analysis, the tamp locks were inspected under high magnification for damages that may have prevented the advancer tube from engaging with the proximal tamp lock. No damages or anomalies were observed. Per dimensional analysis, the distance between the proximal and distal tamp locks was measured and was noted to be within specification. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during the analysis of the returned device. The exact cause of the issue experienced by the customer could not be conclusively be determined. The analysis of the returned device does not match the description of the reported event. It is unknown if the returned device was manipulated after the procedure. Without the return of the sealant, sealant sleeve, and the advancer tube, a complete physical evaluation could not be conducted. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during the deployment steps, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this.

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot# f2006603 ) presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) came out from the vessel and failed. There was no reported patient injury. The device was not returned for evaluation. .

Manufacturer narrative:
After further review of additional information received the following sections have been updated g4,g7,h1,h2,h3,h6 as reported, sealant was not coming out from the 6f-7f mynxgrip vascular closure device (vcd). There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.